Event description:
It was observed that during the device evaluation, the camera head reported to have a failed leak test and a cracked connector. There was no patient involvement.

Manufacturer narrative:
As stated in section b5 , evaluation found that the device failed leak test and had a cracked connector which noted to be attributed to component failure. A definitive root cause of the phenomenon cannot be conclusively determined. A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.